Event description:
When patient stood after placement, the catheter fell out.

Manufacturer narrative:
It was reported that "patient stood after placement, the catheter fell out". Due to this, a new catheter was placed. It has been determined that the reported event could cause or contribute to serious injury if it were to occur. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.